Event description:
The customer contacted heartsine to report that their device's on/off button does not function. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate or verify the reported issue. The device was power cycled multiple times throughout the investigation and delivered a successful test shock. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine technologies ltd has requested the return of the device from the distributor in order to investigate the alleged malfunction.

Event description:
The customer contacted heartsine to report that their device's on/off button does not function. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.